Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm. Model #: sc-4316, lot #: 18286551, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had (B)(6) infection in his body. Symptoms were swelling and redness. It was believed that the infection was not device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.